Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge.the unit displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver download cannot be performed with receiver in this state. Opened unit,passes interior visual inspection. Performed receiver download with main board separated from ui-u1. Receiver download contains no data from the relevant dates of this investigation. Functional test could not be performed due to continuous initialization. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and was stuck on the initialization screen and would continuously reset. Functional testing was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The data log was downloaded directly from the ui pcba board. Data contains no data from the relevant dates of investigation. He reported event of initializing screen without manual restart was unable to be confirmed. A root cause could not be determined.